Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned in storage mode due to low battery voltage. The device was programmed out of storage mode to verify therapy. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported being audibly short of breath, and have experienced leg swelling and has been easily fatigued. The patient noted that they had not been taking their medications for three months, and that they might be feeling poorly because of this lack of their medications, or they think something might be wrong with the device. The patient also reported that they had a problem with one of their leads and had to go back in to get it 'fixed'. A boston scientific technical services (ts) consultant and latitude patient support representative referred the patient to their physician, however the patient noted that they did not have insurance and therefore could not be seen by their physician. The local area sales representative was contacted for additional information, but was unable to provide additional detail. The device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.